Event description:
The onguard adaptor used for chemotherapy compounding is supposed to be a closed system to keep the compounder safe from unnecessary exposure to hazardous drugs. There was a malfunction with one of the vial adaptors in that chemotherapy can be seen on the end of it, which is not supposed to happen. There should never be chemotherapy visible as it is supposed to be a closed system.